Event description:
Pt reported, the up and down buttons on the infusion device are defective, and pt was unable to program a bolus due to this. The infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. The infusion device was evaluated, and the up/down button is always active. Due to an external mechanical influence, the snap dome of the down button is pressed through. This source led to an always activated up/down button and error messages. The investigation revealed that the failure is related to mishandling of the product.